Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer's blood glucose was unknown at the time of the incident. Customer stated that the pump alarmed during normal use. Customer also received a failed battery test and a weak battery alarm. Troubleshooting was performed and customer did not receive another failed battery test after inserting a new battery. It was explained that a weak battery alarm will occur prior to a failed battery test or low battery alert. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.